Manufacturer narrative:
(B)(4). Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. The sapien 3 valves remain implanted in the patient and are not available for evaluation. Without the device return, visual inspection, functional testing and dimensional analysis were unable to be completed. DHR review did not reveal any issues that could have contributed to this complaint. No deficiencies with the IFU or training manual were identified. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the central aortic insufficiency (ai) cannot be confirmed. Procedural factors (guidewire position, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve), in addition to patient factors (moderate lcc calcification, severe rcc calcification, severe ncc calcification, slow recovery of adequate ventricular flow post valve deployment and rapid pacing) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, a 23mm sapien 3 valve was deployed in a final 70:30 aortic/ventricular (a/v) position using nominal volume. Post valve deployment, the patient¿s blood pressure was slow to recover. No leak was observed when the pressure was >100 mmhg. A ¿u-shape¿ was noted in the diastolic pressure, but echo did not note anything. The guidewire was pulled and moderate to moderate-severe aortic insufficiency (ai) was observed. The ai was noted to be near a commissure on the side of the valve, not central. The guidewire was replaced and no ai was observed. The valve was post dilated and looked ¿better¿; however, when the guidewire was pulled, moderate ai was again observed. The decision was made to place a second sapien 3 valve. The second valve was positioned and deployed about 2mm higher than the initial valve in a final 75:25 a/v to 80:20 a/v position. No ai was observed when the guidewire was pulled. At the time of this report, the patient was in stable condition. The native annular valve area measured 393mm2 by CT when in systole and 420mm2 by CT when in asystole. No calcification was noted in the lvot, moderate lcc calcification, severe rcc and severe ncc calcification was reported.